Event description:
The following description of the event was documented on (B)(6) 2012 by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Customer called and stated that this unit has no audible alarm. He said there was no pt involvement, they turned the unit on and noticed it wasn't alarming. He also said the unit needs an annual pm."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The alleged faulty device was received by carefusion on (B)(4) 2012, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete, a f/u medwatch report will be submitted.